Manufacturer narrative:
The pacemaker was returned due to an explant procedure related to a hematoma. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.¿

Event description:
It was reported that the patient developed a hematoma after implantation. The hematoma was evacuated on (B)(6) 2022. The patient had recurrence bleeding and hematoma and the pacemaker pocket was evacuated again on (B)(6) 2022. The pacemaker was also explanted during the pocket evacuation. The patient was stable post procedure.